Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customers' indicated failure mode for 365905 with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® serum blood collection tubes had white 2mm size pieces of foreign matter inside the product caps. Found before use. No reports of serious injury or medical intervention noted.